Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported against right side "breast with bumps".

Manufacturer narrative:
Concomitant therapies: valsartan 80mg/12 hours. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of ¿a liquid that was producing inflammation," and ¿acute and chronic inflammatory reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a liquid that was producing inflammation," and ¿acute and chronic inflammatory reaction."

Event description:
Patient reported right side ¿chest pain," "pain¿in the breasts,¿ "increased anxiety,¿ ¿itching in the breasts,¿ ¿a liquid that was producing inflammation," and ¿acute and chronic inflammatory reaction inflammatory reaction to foreign body material¿soft tissues with reactive fibrosis." Device has been explanted. Patient also reported ¿exaggerated pain in my body and in my bones,¿ ¿a lot of headache,¿ "asia syndrome,¿ ¿[post explant] hematoma," "high blood pressure," "muscular problems," ¿feeling tired,¿ ¿a lot of debility," "[chest pain that] did not let me breathe," "[post explant] anemia," which were determined to be not device-related. Patient reported treatment with analgesics.

Event description:
Healthcare professional additionally reported against right side "breast with bumps".